Event description:
It was reported that during a hysterectomy procedure, an error code 5 was displayed as instrument error. A routine cleaning of the tip was done and also the connection of the probe and the hand piece was checked. The instrument was fine- no blade, tissue pad, clamp arm, handle had any issues. Further the case was completed by using bipolar energy modality. No reported patient consequence and the patient is doing fine.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 5. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.